Event description:
A company representative reported the customer was hospitalized with hyperglycemia and diabetic ketoacidosis due to an issue with the infusion set. The customer received readings of "hi" on her cgm monitor. No specific blood glucose results were provided. She was admitted to the hospital for 2 days, and she was taken off the infusion device and treated with an IV insulin drip. The type of infusion set that was in use is unknown. Multiple attempts were made to contact the customer to troubleshoot and document the event, but these were not successful. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.